Event description:
It was reported that the patient had a power-on-reset (por) condition on their implantable neurostimulator (ins). The error code associated with this event was unknown as was the cause of the por condition. The patient met with the company representative where the ins battery status and therapy impedances were checked. The ins was turned on and it was reported that the patient appeared to regain their therapeutic stimulation effectiveness.

Manufacturer narrative:
Lead model 3389-40 lot #j0537708v implanted: (B)(6) 2005 explanted: na; lead model 3389-40 lot #j0537462v implanted: (B)(6) 2005 explanted: na; lead model 3389-40 lot #v561099 implanted: (B)(6) 2010 explanted: na; pocket adaptor model 64001 lot #n228821 implanted: (B)(6) 2010 explanted: na; extension model 37085-40 serial #(B)(4) implanted: (B)(6) 2010 explanted: na; extension model 748251 serial #(B)(4) implanted: (B)(6) 2010 explanted: na; programmer model 37642 serial #(B)(4); recharger model 37651 serial #(B)(4).